Event description:
On (B)(6) 2010 patient reported the luer connection to the infusion adapter was not secure causing leaking and an elevated blood glucose. Patient stated her blood glucose climbed to 428 mg/dl. Patient's normal blood glucose range is 110-150 mg/dl. Patient reported she noticed moisture coming from the luer connection at the infusion adapter. Verified that no insulin leaked into the infusion device. Patient stated the infusion adapter had not been changed on the infusion device in 7 months. Had patient change the adapter and connect the infusion tubing. Patient reported she noticed the connection was more secure and that no leaking occurred. Patient will continue to monitor her blood glucose. Educated patient on when to change the adapters and battery covers. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.